Manufacturer narrative:
Product analysis:"macroscopic and optical inspection reveals fracture just past the ¿nose¿ of the implant, with a portion of the implant broken off and not returned for analysis, suggesting significant impact during attempted insertion. Microscopic examination of inserter interface posterior nose identified crack emanating near the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393608, 510k # k094025, was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: tlif (transforaminal lumbar interbody fusion), levels implanted: l1. It was reported that, intra-op, peek cage broke. The product came in contact with the patient. Whether the fragments remained inside the patient or not was unknown. Patient complications were unknown.